Manufacturer narrative:
D10. Concomitant products: sn-669, sn-669 monosof* 3-0 blk 75cm c14 x36 (lot d4j2813fy); sn-669, sn-669 monosof* 3-0 blk 75cm c14 x36 (lot d4j2813fy); sn-669, sn-669 monosof* 3-0 blk 75cm c14 x36 (lot d4j2813fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during umbilical catheterization, the thread broke when tightening the knot during the procedure. No extra force was used when tying. It was further reported that this issue occurred on a total of three devices. An additional new suture was used without issue. The patient was reported alive with no injury.